Event description:
Boston scientific received information that immediately post implant intermittent noise was seen. This noise cold not be recreated with deep breaths, but could be recreated with pocket manipulation. This device was sensing this noise and inhibiting pacing no matter how the programming was changed. As a result the device was programmed to electrocautery mode to alleviate any further instances of noise. The physician believes that this noise was caused by small air bubbles in the header of the device. Since there have been to further issues, it is believed that the device is now working appropriately. No further instances of noise or pacing inhibition have been noted. To date, there have been additional adverse patient effects reported.

Manufacturer narrative:
Upon review of evidence submitted by the field indicating that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.